Event description:
Additional information received from the healthcare provider noted that no troubleshooting was performed; known lack of therapy. No diagnostics, actions, interventions were performed. Cause of the issue was not determined.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0s6u3, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that they were recently implanted and didn't have any symptom relief so far ((B)(6) 2015). The change in therapy was sudden in nature. The patient was "leaking from the bedroom to the bathroom" and could not hold her urine. The patient felt stimulation but wanted the peeing to stop. Program 1 didn't work for her and she could not go higher than 6.7 v because it was hurting. The stimulation was brought down to 4 v. Each program was increased. The patient also had blood and mucus after peeing ((B)(6) 2015).the indications for use (ifus) were urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Further follow-up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.